Event description:
The account alleged that the nurse call did not function. No patient impact.

Manufacturer narrative:
The technician found the head wall unit had a floor step installed which caused the communication junction box and sidecom cable to be damaged when bed was lowered while in the trendelenburg position. This was a hill-rom head wall. The technician stated the floor step was removed from the wall unit to prevent further damage to the bed and the junction box and sidecom cable were replaced to resolve the issue.